Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a ventilator powering off and alarming for a service required alarm condtion. The system board was not replaced. During the evaluation of the device at the manufacturer's service center, the technician observed the device rebooting. The device's display board was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.

Manufacturer narrative:
The manufacturer previously reported a ventilator powered off during use and alarmed for a "service required" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator powered off during use and alarmed for a "service required" alarm condition. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.